Manufacturer narrative:
(B)(4).  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
An evercross balloon was placed in the left common iliac to predilate a stenosis prior to stenting. The physician inflated the balloon to 12 atm's and then noticed the balloon ruptured as it would not maintain an inflated state. The physician withdrew the balloon from the patient and asked for another balloon to finish the predilatation. The physician stated that the vessel was heavily calcified and believed that was the cause of the rupture. The rest of the procedure went without incidence and the patient was without complication at the procedures completion. Upon final angiogram, physician commented that the vessel was widely patent and the patient was fine. No surgical intervention required.